Manufacturer narrative:
Actuator box and cover. Investigation determined that the manual CPR release was not functional.

Event description:
It was reported that the litter welds that fasten to the thigh litter broke. No adverse consequence reported.